Event description:
The customer reported that the doctor was shocked. His hand received a first degree burn and something like eschar was imbedded in his ring finger. The shock significantly affected the doctor and another doctor had to complete the procedure. The doctor left for possible treatment but was later reported as fine. The electrosurgical pencil and pt return electrode (pad) are conmed products.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.